Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went into threshold suspend mode, which was triggered by an inaccurate sensor glucose reading. The customer did not know the blood glucose reading. He stated that the device would suspend insulin delivery when his blood glucose was not low, particularly at night and while he was driving and unable to manipulate the device. He also noted that the sensors never lasted the full 6 days of their expected life cycle. Advised the customer to monitor the issue. Nothing further reported.